Manufacturer narrative:
Software investigation completed. This issue has been added as a feature request to the medtronic navigation, inc. Software test track database.

Event description:
A neurosurgeon requested additional synergy cranial 2.2.6 software features to ensure the wrong patient exam is not selected by a health professional. The surgeon recommended a software feature that would prompt the user to check the patient information before proceeding in the surgery. This proposed feature would not act as a patient time-out feature; the purpose would be to direct the surgeon to check that patient information and confirm the exams match the patient, prior to surgery. Although there was a patient present, there were no concerns regarding this procedure reported by the surgeon. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the surgeon's reported concern.

Manufacturer narrative:
Patient information was unavailable as the surgeon declined to provide. No parts/files are expected to be returned to manufacturer for evaluation. This was a user feature request. There is no indication, nor any allegation, that medtronic navigation's system caused or contributed to the surgeon's concern. There was no harm to the patient. No parts/files returned to manufacturer.